Event description:
The complainant reported the patient was on impella cp support. While on support, the patient went into ventricular tachycardia and required defibrillation. Additionally, oozing was noted from bilateral groin sites; femstop applied and two units of red blood cells were given. It was further reported that the patient expired while on support. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the ventricular tachycardia (vt) and the access site bleed has been completed. The impella device was not returned for evaluation. Additionally, cinical details provided were not sufficient to determine the root cause. Therefore the root cause of the ventricular tachycardia (vt) and the access site bleed could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email